Event description:
The manufacturer received information that a trilogy 200 ventilator was reported to have failed repair testing. There was no patient involvement, and no harm or injury was reported. During the device evaluation, the ventilator failed repair testing for failure of the null and purge valves. These failures indicate replacement of the sensor board is required to address the issue. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.